Event description:
The customer would like the run data file investigated to determine a possible cause for the higher-than-expected wbc content in the platelet product. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt information is reasonably known at the time of the event. Donor unit # (B)(4). No medical intervention was required. The disposable set is unavailable for evaluation because the customer discarded it. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). The run data file was analyzed. Signals in the run data file indicate that the elevated wbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber. There are no events (changes in pump speed, substate changes, etc.) In the procedure that correspond with the onset of the overloading of the lrs chamber. Based on this information, it is possible that this leukoreduction failure could be donor-related. Investigation evaluation and correction actions are in progress. A follow-up report will be provided.